Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with a chest pain. Upon further testing, perforation of the rv lead was confirmed. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.